Event description:
During surgery, an orthofix hybrid external fixator was applied to treat a humeral fracture. During the procedure, a cortical bone screw broke while being inserted into the patient's bone. A portion of the broken screw was left in situ.